Event description:
This pump was sent down to the biomedical engineering dept with a note stating "it almost caught on fire". The inter unit interface (iui connector) on this device had scorch marks. It was attached by an iui connector to an 8100 large volume pump which also had scorch marks. There was no pt consequence. No further info was provided.